Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8696259. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8661216. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported two of patient's leads had high impedances preventing patient from having MRI. Investigation was unable to identify which leads attributed to the issue. As a result, patient underwent surgical intervention on an unknown date wherein the system was explanted to address the issue.